Event description:
The pt underwent a fenestrated endograft repair. The valve on the proximal body delivery system was leaking before the delivery system was unsheathed (reported separately - see 9680654-2014-00009). After the proximal body was implanted and delivery system removed, the doctor then introduced the distal body and delivery system which also leaked. The doctor reported that the estimated blood loss form the leaking valves was 800ml. Both grafts were implanted successfully and delivery systems removed as per usual practice. The pt received 2 units of blood in the recovery room for a hemoglobin drop from 12 to 7. Otherwise the pt was fine and no other adverse effects to the pt were reported.